Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, a pre-implant balloon dilation was performed. During the valve implant, the deployment starting point was mid pigtail at an implant depth of 0 millimeter (mm) on the non-coronary cusp (ncc) and unknown depth on the left coronary cusp (lcc). After the valve dislodged ventricular, the implant depth was 2 mm on the ncc and 3 mm on the lcc. A non-medtronic guidewire (safari) was used during the procedure. Of note, the patient's cusp calcification was severe which contributed to the valve dislodgement. The second valve was recaptured as the implant position was shallow.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-29}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, during the first deployment attempt, the depth on the non-coronary cusp (ncc) was approximately 0 millimeters (mm); therefore, the valve was recaptured and redeployed. Subsequently, two additional deployment attempts with two recaptures were made due to both deep and shallow valve placements. Additionally, the implantation position could not be stabilized. However, since the number of recaptures reached three, the valve was withdrawn from the patient. There were no difficulties or complications during the withdrawal of the first valve. A new valve was loaded into a new delivery catheter system (dcs). Fluoroscopy was used to confirm positioning before final deployment of the second valve. After two deployment attempts, the second valve was successfully implanted at a depth of 3 mm on the ncc and 3 mm on the left coronary cusp (lcc). There was a procedural delay. No patient complications have been reported as a result of this event.